Manufacturer narrative:
(B)(4). Evaluation summary: the reported sample was returned for evaluation. The visual inspection confirmed the reported defect as a weld pucker that resulted in a breach of the eva at the spike port. Based on evaluation findings, this condition was determined to have occurred during the manufacturing process. Manufacturing inspection and maintenance controls are in place to mitigate the occurrence of this issue. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Date of event unknown. Operator of device unknown. The evaluation of the provided sample is anticipated, but not yet begun. The batch review did not find any non-conformances related to the reported condition during the manufacture of this device. A follow-up report will be submitted once the evaluation results become available.

Event description:
It was reported that a tpn the apy bag's administration port was not sealed. This issue could result in a bag leak. It is unknown when in the process this issue was discovered. This report documents no patient involvement or adverse events. No additional information is available.